Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent port implantation procedure using powerport isp MRI 6cf int w sp, att, sl. On (B)(6) 2025, during planned chemotherapy admission, it was reported that poor aspiration was noted during port maintenance and catheter was allegedly found fractured. The patient underwent intravenous foreign body removal, and the fractured catheter was successfully extracted. It was further reported that fluid was found to penetrate the skin/vein or air enters the body through the device, unable to draw back blood. The current status of the patient was unknown.

Event description:
On (B)(6) 2024, a patient underwent port implantation procedure using powerport isp MRI. On (B)(6) 2025, during planned chemotherapy admission, it was reported that poor aspiration was noted during port maintenance and port catheter was allegedly found fractured. The patient underwent intravenous foreign body removal on (B)(6) 2025, and the fractured catheter was successfully extracted, and fluid is found to penetrate the skin/vein or air enters the body through the device, unable to draw back blood. Reportedly, there was some subcutaneous swelling noted. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter fracture, suction and fluid leak issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.